Event description:
On 11/05/2024, it was reported by a distributor via sems-06704031 that an ar-1588tnt acl-fibertag®-tightropes needle separated from the suture on the first passage. This occurred during a quadlink , so a second implant had to be opened.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.